Event description:
It was reported that during a mildly tortuous, mildly calcified, 90% stenosed, left anterior descending artery stenting procedure, a xience v (4.0 x 23 mm) stent was implanted and a dissection occurred on the proximal to mid edge of the stent. Another xience v (4.0 x 15 mm) stent was used to successfully treat the dissection. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw; guide cath: cordis. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.